Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous iliac vein. A 18-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for less than a minute, the balloon ruptured. The device was removed and completed with another of the same device. There were no patient complications reported.